Event description:
It was reported the ez45g was used during a video assisted thoracic surgery with wedge resection. It was reported by the affiliate the instrument would not cut the tissue. This happened with two devices. There was no consequence to the pt.

Manufacturer narrative:
Device-b: endopath thoracic endoscopic linear cutter with safety lock: based upon the inquiry information received, the visual examination, and the functional teasting, no conclusion could be reached as to why the instrument reportedly "would not cut" during surgery. The insrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience that the surgeon reported could not be repeated.